Event description:
Infant was found at 0735 with intact IV. Left arm had moderate amount of swelling. Edema radiated into left arm and left upper chest. Infusion pump was still pumping. Mother stated v.i.p. Did not alarm. IV was decreased and different v.i.p. Was used. Arm elevated and kept warm. Bio-med tech. Was called. V.i.p. Removed from service. Bio-med report: multiple tests ran on unit. Results of 1st 5 tests are as follows: 1.) 4.04 psi, 2.) 4.65 psi, 3.) 4.61 pse, 4.) 5.02 psi, 5.) 5.89 psi. Bio-med tech spoke to manufacturer tech support. Manufacturer stated this pump will alarm at intervals of 5 to 7 psi up to a max of 30 psi. If unit has stopped for any reason and restarted the occulsion alarm restarts even if a pressure exists unit does work correctly (iaw mfg. Specs). Although manufacturer claims these pumps are ok for pediatrics, no specifics were sited during the inservice. Pump was returned to service with no problems founddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was not destroyed/disposed of.